Manufacturer narrative:
(B)(4). Batch # j5hd4r. Attempts are being to obtain additional information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. On which firing did this occur? Was the trigger advanced with no staples deployed? Did the device lock out and could not be fired at all? The analysis results showed that the tlh90 device arrived in good visual condition and with a reload loaded on the device. The reload was returned void of staples. The device was tested for functionality with a test reload and it cycled, fired, and all the staples formed as intended. The device fired without any difficulties and the staples were noted to have the proper b-formed shape. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during a total colectomy procedure the device was clamped down on the colon, the device was twisted and turned to close the jaws. The jaws were closed and the device fired, but the surgeon did not hear the click. The device was checked, it had not fired. The device was removed, the tech squeezed the device and the staples came out. The case was completed with a powered device of a different product code. There were no patient consequences reported.